Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that therapy was turning off by itself. Patient was not sure what they were doing at the time stim was turning off. It was reported that the patient would feel pain and check their neurostimulator (ins) and notice that stim has been turned off. Patient has never let the ins go past zero charge. It was reported this happened multiple times but patient did not keep track of when. Patient reported it occurred on (B)(6) but that was only one of the dates the patient kept track of. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the hcp is upset about this issue and was told that it is a known issue where the stimulation stops even though the controller reads 20-30%, and that the patient will need to charge more. The rep stated that they did an experiment. They explained that when stimulation was on, they took the controller from the patient, and the patient then noted that they felt the stimulation turn off. The rep then met with the patient and the ins charge level was at 30%, and stimulation was off. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep and a session report reported that the ins battery had depleted on (B)(6) 2019, however on (B)(6) 2019, the patient recharged from 27% to 100%. There was a discrepancy between the session report and the report from the rep. The cause of these issues was unknown and the issue had not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Ins data logs were analyzed. It was determined that the therapy did shut off on (B)(6) 2019 due to ins depletion. It was also noted that there was por events shown in the logs. No further complications were reported.